Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed a damaged lid and bezel. The warranty seal was intact. Functional evaluation revealed the unit does not power on when the power button is pressed. The led's on the power supply do illuminate when plugged in and react to the power button being pressed. The unit was opened and found dried liquid under the power supply and signs that the liquid has touched wires on the back side, but no burn or arc damage was found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a failure to follow instructions. Factors, which could have contributed to the complaint event, include exposure of saline or a liquid to the power plug or power supply intake. No containment or corrective actions are recommended at this time. H11: h2: correction on b3, b5 and h6 (medical device problem code).

Event description:
It was reported that during set up, the werewolf controller monitor does not respond to machine being turned on. A loud pop was heard with initial power-on of the day, followed by smoke plume; the device did spark and the smell of hot electricity was acknowledged. A back up device was available and there was no delay. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the werewolf controller monitor does not respond to machine being turned on. A loud pop was heard with initial power-on of the day, followed by smoke plume; the device did spark and the smell of hot electricity was acknowledged. A back up device was available to complete the procedure. There was no delay and no further complications were reported.